Event description:
Healthcare professional reported ¿implant rotation, implant abnormal position¿. This record is for the left side. Device status is unknown.

Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.